Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic incisional hernia repair. According to the reporter: the port started leaking after a period of time. Wasn't sure which port it was but switched them around and thought it was our 12mm bladeless port. According the sales rep this was a very difficult case that lasted around 9 hours. It took the surgeon between 5 to 6 hours just to do the dissection, and various ports were being used including ethicon ports. The sales rep left the case after 7 hrs. The surgeon said that the ports were leaking and he had to reposition them several times and ultimately replacing them. Dealing with the ports leaking throughout the case the surgeon feels that added approx 30 minutes to the case. A new instrument was used to complete the procedure. No pt injury was reported.